Event description:
It was reported that the pcu displayed a channel error and red screen while the patient was receiving an infusion. The pcu and pump channel were replaced. There was patient involvement but patient impact was not provided. Although requested, no additional information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that the pcu displayed a channel error and red screen while the patient was receiving an infusion of levophed. The pcu and pump channel were replaced. There was patient involvement but patient impact was not provided. Although requested, no additional information was provided.